Event description:
It was reported that the patient had an infection in the xyphoid zone. Subsequently the physician explanted the electrode. The device was also explanted at the time of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.